Manufacturer narrative:
The customer performed a cycle clean after the initial run and reran the sample recovering lower results. On (B)(4) 2008, the field service engineer (fse) removed and cleaned the wbc aperture. Also replaced o-rings and tubes. Verified analyzer met performance specs. Based on the available info, the root cause for erroneous wbc results is unk, but may be attributed to parts replaced by the fse. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4) 2010 of complaints for add'l reportable events. This MDR represents event 1 of 2 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-00607.

Event description:
Customer reported erroneous high white blood cell (wbc) count of 51.3 x 10 to the third power cells/ ul when using a coulter lh 500 hematology analyzer. The wbc test results were determined to be erroneous based on rerun test results of 31.8 x 10 to the third power cells/ul and manual blood smear slide review with wbc estimate of 33.5. The erroneous test results were reported out of the lab. The doctor was notified of the correct results. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 1 of 2 events reported by this customer.